Manufacturer narrative:
The lot number has not been provided, therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that sometime after implantation of a vena cava filter, filter limb fracture, filter migration, perforation of the ivc, and filter tilt were discovered. The filter was successfully removed. There was no reported patient injury.